Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a damaged battery was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. A service history review revealed that previous service events were related to the reported condition. During pervious service the batteries and battery harness were replaced. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.